Event description:
It was reported that during an unknown procedure, removal difficulties were encountered. Following deployment of the liberte stent, the physician had difficulty withdrawing the balloon, reported as a "sticky balloon issue". The 90% stenotic lesion being treated was located in the first diagonal artery with no reported tortuousity or calcification. The lesion was predilated with a maverick balloon. The liberte stent was deployed with 3 inflations, the first two to 14atms for unknown times and the third to 16 atms for 30 seconds. The liberte stent delivery system was removed along with all other systems as one unit on the second attempt, and there were no patient complications. The procedure was completed with this device, and patient status was reported as 'fine'.